Event description:
It was reported that a stent foreshortened upon deployment. The stent delivery system was withdrawn after deployment and a pta balloon catheter was advanced over the wire in an attempt to post dilate the stent. However, resistance was met during advancement. Upon removal of the guidewire, it was observed that a portion of the delivery system had detached and remained on the guidewire. Another recanalization procedure was subsequently performed and successfully completed.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the manufacturer for eval. This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014. The investigation is currently underway.